Event description:
Consumer alleges using the heating pad while in bed then layed the controller down next to her pillow still plugged in. Consumer alleges the controller overheated damaging her pillow and pillow case. There was not a report of personal injury with this incident.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "unplug when not in use. Never leave appliance unattended, especially if children are present" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "unplug when not in use. Never leave appliance unattended, especially if children are present" and consumer failed to perform that instruction.

Event description:
Consumer alleges using the heating pad while in bed then layed the controller down next to her pillow still plugged in. Consumer alleges the controller overheated damaging her pillow and pillow case. There was not a report of personal injury with this incident.